Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A review of the event history log found evidence of a primary audible alarm post. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The cause of the issue was found to be a faulty interconnect board. The interconnect board was replaced. Service history identified that no previous repair has been noted in the last 12 months.

Manufacturer narrative:
B5: additional information was received stating that the device's primary audible alarm repeatedly alarms after gluing j9 connector. There was no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a primary audible alarm alarms while in use with patient. There was patient involvement and unknown patient harm/adverse event reported.